Event description:
It was reported that the pump screen was dark and would not turn on, and the pump battery was not charging. There was no reported impact to the customer's blood glucose level. Technical support attempted troubleshooting steps but ultimately decided to replace the pump to resolve the issue. The customer was advised to use multiple daily injections as a backup insulin therapy and acknowledged the instructions for returning the malfunctioning pump and using the replacement.